Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Unsuccesful ring repair. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days. No further details were provided. Information learned from implant patient registry. Through follow-up with the health-care provider, it was learned that the patient had mitral valve insufficiency. Per the operative report: "upon inspection of the mitral valve, it was obvious that the a2 segments of the anterior leaf of the mitral valve was prolasped. This anterior section was partially resected, remolded and tailored. After this was done, we proceeded to perform a ring annuloplasty." Unfortunately, the ring repair was unsuccessful and a decision was made to replace the mitral valve. A device history record (DHR) review has been initiated.